Event description:
It was reported that the pump showed a watchdog failure, audible failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked. Event history log (ehl) showed acu watchdog and primary audible alarm post errors. Start-up, flow and occlusion tests were performed and the reported problem was not duplicated. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced speaker as a preventative measure for the primary audible alarm post error in history. A corrective and preventative action has been opened to address the reported issue.